Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a 44-year-old female patient who had essure (batch no. C12706) inserted. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), 8 months 5 days after insertion of essure. The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2015. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 31-aug-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a 44-year-old female patient who had essure (batch no. C12706) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. In 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device expulsion ("left device passed vaginally"), genital haemorrhage ("abnormal bleeding"), dyspareunia ("dyspareunia") and mental disorder ("psychological issues"). The patient was treated with surgery (removal of right essure device). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, device expulsion, genital haemorrhage, dyspareunia and mental disorder outcome was unknown. The reporter considered device expulsion, dyspareunia, genital haemorrhage, mental disorder and pelvic pain to be related to essure. The reporter commented: she underwent endoscopic bilateral occlusion of the fallopian tubes and removal of right essure device, as left device passed vaginally. Hysterectomy delayed due to covid-19. Lot number:c12706 manufacture date: 2014-01 expiration date: 2017-01. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 19-nov-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure (batch no. C12706) inserted. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2015. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Most recent follow-up information incorporated above includes: on 28-jul-2021: previously reported event "adverse event" updated to "medical device removal", patient dob, lot number added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a 44-year-old female patient who had essure (batch no. C12706) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. In 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device expulsion ("left device passed vaginally"), genital haemorrhage ("abnormal bleeding"), dyspareunia ("dyspareunia") and mental disorder ("psychological issues"). The patient was treated with surgery (removal of right essure device). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, device expulsion, genital haemorrhage, dyspareunia and mental disorder outcome was unknown. The reporter considered device expulsion, dyspareunia, genital haemorrhage, mental disorder and pelvic pain to be related to essure. The reporter commented: she underwent endoscopic bilateral occlusion of the fallopian tubes and removal of right essure device, as left device passed vaginally. Hysterectomy delayed due to covid-19. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 8-nov-2021: the event medical device removal was replaced by the event pain, since it was considered as the reason for intervention. Furthermore, the events device expulsion, abnormal bleeding, dyspareunia and psychological issues were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of device dislocation ("device migration") in a 44 year-old female patient who had essure inserted (lot no. C12706). Additional non-serious events are detailed below. The patient had a medical history of menorrhagia, oligomenorrhea, amenorrhea, dyspareunia, post coital bleeding, dysmenorrhea, lower abdominal pain, urine odour foul, vaginal discharge (vaginal discharge: brownish with foul smell), anxious mood, anxious mood, multiple sclerosis and abdominal pain. As concurrent condition the report mentioned allergic reaction. On (B)(6) 2015, the patient had essure inserted. Essure was removed on (B)(6) 2015. In 2015, she experienced pelvic pain ("pain/chronic pain"), device expulsion ("left device passed vaginally/expulsion of one of the essure coils on the left side."), genital haemorrhage ("abnormal bleeding"), dyspareunia ("dyspareunia") and psychological disorder nos ("psychological issues"). On unknown date she experienced device dislocation (seriousness criteria medically important and intervention required), gastrointestinal disorder ("bladder, bowel and urinary problems"), urinary tract disorder ("urinary problems/urinary tract infections"), device intolerance ("inability to tolerate the device"), hypersensitivity ("allergic or hypersensitivity reaction"), psychological disorder ("psychological issues;"), swelling ("swelling"), dyspnoea ("shortness of breath"), multiple sclerosis ("multiple sclerosis") and fibromyalgia ("fibromyalgia") and was found to have uterine leiomyoma ("fibroids"). The patient was treated with surgery (laparoscopic total abdominal hysterectomy and bilateral salpingo-oophorectomy). At the time of the report, the outcomes for pelvic pain, device expulsion, genital haemorrhage, dyspareunia and mental disorder were unknown. The reporter considered device dislocation, device expulsion, device intolerance, dyspareunia, dyspnoea, fibromyalgia, gastrointestinal disorder, genital haemorrhage, hypersensitivity, psychological disorder nos, psychological disorder, multiple sclerosis, pelvic pain, swelling, urinary tract disorder and uterine leiomyoma to be related to essure administration. The reporter commented: she underwent endoscopic bilateral occlusion of the fallopian tubes and removal of right essure device, as left device passed vaginally. Hysterectomy delayed due to covid-19. Both cornua seen 3 -4 coils on either side inutero. Diagnostic results (normal ranges are provided in parenthesis if available): [hysterosalpingogram] on (B)(6) 2015: underwent a hysterosalpingogram after expulsion of one of the essure coils on the left side. This has shown that the left tube is still patent. [Pregnancy test] on (B)(6) 2016: negative. [Ultrasound pelvis] on (B)(6) 2015: both devices were identified at the uterine fundus and were seen to extend laterally from upper endometrium to the outer myometrium and serosa. The me dial end of the left device appeared touching the lateral edge of the endometrium. The medial end of the right device appeared touching the lateral edge of the endometrium. Ultrasonically the devices appeared to be correctly positioned. Lot number: c12706. Manufacture date: 2014-01. Expiration date: 2017-01. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records... Device migration, bowel disorder, urinary disorders, device intolerance, allergic reaction, psychological disorder, fibroids, shortness of breath, multiple sclerosis, fibromyalgia added. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 26-jan-2024: mr received : reporters information patient medical history and lab data added events - device migration, bowel disorder, urinary disorders, device intolerance, allergic reaction, psychological disorder, fibroids, shortness of breath, multiple sclerosis, fibromyalgia were added, rcc updated. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.